Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm. Customer also reported the insulin pump froze and the buttons became unresponsive. The customer's blood glucose was 51 mg/dl. The customer stated the alarm occurred after a battery change. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act button due to corroded keypad trace. No frozen display noted. The insulin pump was unable to perform displacement test and test for battery out limit due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.